Event description:
On (B)(6) 2014 at the (B)(6), (B)(6) it was reported that the roller pump module (rpm) serial number (B)(4) displayed errors safety s, runaway and lamp test intermittently. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the (B)(4) and after replacing the control board, motor control board, safety board and adjusting the optical tacho and belt tension the issue was unable to be resolved. The rpm was replaced with a new one. (B)(4).